Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and a catheter was physically investigated. During physical investigation a catheter and the collecting bag were received. The collecting bag connector had no issues. The catheter had to be flushed due to heavy clogging, even after flushing the catheter would not work properly. The catheter was cut opened to investigate the issue - the helix was found heavily clogged with bodily material. It was not possible to perform the aspiration test. Therefore, the investigation is confirmed for the reported malfunction. A clear root cause could not be identified. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the device allegedly heated and clutching in stent mid sfa. It was failed to cross the lesion. Device was removed and a different device used to complete the treatment of the entire vessel. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the device allegedly heated and clutching in stent mid sfa. It was failed to cross the lesion. Device was removed and a different device used to complete the treatment of the entire vessel.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.